Manufacturer narrative:
Other text: device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. A DHR review was unable to be completed as no lot number was provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump alarmed high pressure while tubing was being used. Product fault occurred while in use with a patient. No injury or medical intervention was reported.